Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported by the customer's mother, that the customer had low blood glucose levels in the 40mg/dl. Range. It was also reported that the customer received a meter bg now alarm. Customer's blood glucose level at the time 257mg/dl. No additional information was provided.